Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was investigated in the service repair shop melsungen, germany. The history files were read out and analyzed. On 29th of august the alarm for danger of free flow appeared for the first time at 5:09am after an infusion of approx.1,5h. Afterward it was several times tried to open the door about the keyboard. The sample was subjected to a visual and functional examination. During the visual inspection of the infusomat space, all cover caps were on the screw pillars as well as the seal on the lower housing were available. The device shows age related signs of wear and tear. No damages on the housing parts could be found. As part of the functional check the self test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. An infusion therapy was started. After stop the pump it was not possible to remove the line. The pump door did not open after press door open button. Similar to the customer fault description no reaction of the looking bolt could observed and the alarm "danger of free flow- clamp IV line" were displayed. The line could only be removed after the door was opened manually via the emergency release. Afterward the values of locking bolt were checked. No deviation of specification could be detected. The device has been recalibrated without faults. For analyzing the upper housing was removed and the function test was repeated. Noticeable was the removing of the upper housing was very heavy. Without upper housing the fault doesn´t appeared. Afterwards the upper housing was mounted again and the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device meets the required values and standards. All measured values are within our specification. The device was disassembled and the inside was investigated. Visible damage were not detectable. The complaint could be confirmed. The fault was traceable by first start during investigation. The exactly reason of the error could not be identified.

Manufacturer narrative:
This report has been identified as b.braun (B)(4) ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(6). If an investigation report is available, a follow-up report will be created. Note: this report is being filed for an item number that is not sold in the united states, however, similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "freeflow". Customer information: when attempting to open the door, the pump did not respond. Pump displayed "door is opening" on the screen, but door did not open (no motor noises). The danger of free flow alarm activated when turning the pump on, or trying to open the door. The door was manually opened using the emergency crank. After this the door appeared to now be opening, and closing as intended, however, after inserting a new IV line, the line free flows briefly before the pump alarms free flow. The same fault occurs despite multiple restarts and the use of different sets.